Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with reflin injection 500 milligrams in all the three bags (route, specific frequency of bags, and duration not reported) and heparin injection 1000 units in all the three bags (route, specific frequency of bags, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.